Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a failed insertion where a sensor tail was unsuccessfully applied to the user¿s body. This led to the tail having contact with surface blood or interstitial fluid creating a passed insertion check and limited historical log data before the puck terminated its function as designed. The sensor data was reviewed and data analysis is consistent with a failed insertion of the sensor tail. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message issue was reported with the use of the abbott diabetes care (adc) device. The customer was unable to obtain and manage glucose levels. The customer reported symptoms of hypoglycemia. The customer was treated by a healthcare professional (hcp) who gave the customer food and drink. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was downloaded successfully, sensor state 7 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a failed insertion where a sensor tail was unsuccessfully applied to the user¿s body. This led to the tail having contact with surface blood or interstitial fluid creating a passed insertion check and limited historical log data before the puck terminated its function as designed. Clinical and historical data analysis has been performed and is consistent with a failed insertion of the sensor tail. Therefore, this issue is not confirmed. The reported date and time of event was 02-sep-2024 at 11:00pm. As per the returned adc device results log, the last glucose reading recorded in relation to the reported time of event was removed sensor, taken at n/a. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor, libre reader, and libre sensor kits were reviewed and the dhrs showed the libre sensor, libre reader, and libre sensor kits passed all tests prior to release.

Event description:
A "replace sensor" error message issue was reported with the use of the abbott diabetes care (adc) device. The customer was unable to obtain and manage glucose levels. The customer reported symptoms of hypoglycemia. The customer was treated by a healthcare professional (hcp) who gave the customer food and drink. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message issue was reported with the use of the abbott diabetes care (adc) device. The customer was unable to obtain and manage glucose levels. The customer reported symptoms of hypoglycemia. The customer was treated by a healthcare professional (hcp) who gave the customer food and drink. There was no report of death or permanent impairment associated with this event.

Event description:
A "replace sensor" error message issue was reported with the use of the abbott diabetes care (adc) device. The customer was unable to obtain and manage glucose levels. The customer reported symptoms of hypoglycemia. The customer was treated by a healthcare professional (hcp) who gave the customer food and drink. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 and sensor state 8 with event code 9 and 11 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a failed insertion where a sensor tail was unsuccessfully applied to the user¿s body. This led to the tail having contact with surface blood or interstitial fluid creating a passed insertion check and limited historical log data before the puck terminated its function as designed. The sensor data was reviewed and data analysis is consistent with a failed insertion of the sensor tail. Therefore, this issue is not confirmed. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.